Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. However, there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user.

Event description:
Olympus inspected the device at the service department of olympus and found that the foreign matter adhering to the instrument channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.